Event description:
On 03/19/2026, fujifilm healthcare americas corporation became aware of an event involving eg-760r. It was reported that the polyps keep getting stuck in the channel and the customer has to keep suctioning and pulling out the forceps. Due to unknown patient status, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. The evaluation of the product confirmed that the forceps channel tube was damaged in bending section. Ref: fujifilm healthcare americas corporation complaint # (B)(4).